Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value. The sensor glucose value was more than 400 mg/dl and the blood glucose value was 989 mg/dl. The customer reported hyperglycemia treated with hospitalization and the insulin was administered by perfusor. The event involved product(s) mmt-7040d1. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported symptoms of headache and vomiting at the time of hospitalization. Also, the difference between sensor glucose vs. Blood glucose was more than 30%. No further patient complications were reported. Product return for mmt-7040d1 is not expected. The customer will continue using the device.